Event description:
Event: post implant intervention. Case details: the pt was implanted in 2002. The procedure was uneventful. A six months follow up revealed a proximal type I endoleak. Seven months later, a stent was placed in the right limb to resolve the leak. The procedure went fine and the pt was reported to be in good condition.